Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about low blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 115-124mg/dl fasting. Verified the strips expire 03/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 47mg/dl and 97mg/dl fasting. Reviewed meter memory.